Manufacturer narrative:
Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 15mm proximal of the distal markerband and extending approximately 8mm proximally across the balloon material. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.